Event description:
Allegedly revised due to looseness. No ingrowth found at revision.

Manufacturer narrative:
Conclusion (68): product did not contribute to event.the complaint was reviewed and analysis showed no trend. The package insert was also reviewed. The device history record was reviewed and indicates the product met specification when manufactured. The product was not returned.(B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00343, 00344, 00345.